Event description:
It was further reported that the left lead moved cephalad. The lead was revised and repositioned on (B)(6) 2013. The patient did not require hospitalization due to this event and the patient outcome was listed as no injury. The stimulator was not covering the painful areas before the revision.

Event description:
It was reported that one of the patient¿s leads had moved up the patient¿s spine. It was noted that the patient was getting a pulse sensation in their ribcage and their doctor took an x-ray and they noticed that the lead had moved up. The patient¿s doctor was able to pull it back down. It was noted that the patient had two leads, one for their left side and one for their right side and the left one kept moving. The patient¿s doctor decided to take the left side lead out of the body and now the patient only had one lead in their body. It was noted that the patient¿s back was ¿killing¿ the patient and since the lead revision surgery around halloween the patient had been experiencing back pain. It was noted that during charging the patient would sit still to charge but it seemed like the pain got worse. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).